Manufacturer narrative:
The company representative visited the facility and spoke with the operating room (or) staff. The reason for the visit was to provide feedback on actions leading to "first signs" of corneal burns. The representative also reviewed sterilization and occlusion clearing techniques for the phaco handpiece. The last thing reviewed (with the surgeons and staff) was creating "working space" in the anterior chamber before sculpting the crystalline lens. The handpieces are not expected to be returned at this time. The representative confirmed with the surgeons that they do not have standalone tip sleeves to exchange during cases. Therefore, it is likely that the original tip sleeves used to start the case are not being switched out and continued to be used on the same patient. Per the surgeon, 'unused pak sleeves are being saved for future surgical cases for "just in case." The representative advised against doing this for traceability and sterility concerns. The customer confirmed that the company equipment and support team was on site. The system and settings were checked and confirmed to have been appropriate (within normal limits). Additional related information was requested but has not been provided to date. The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event is unable to be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause of the reported event is unable to be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the surgeon noted a decrease in visibility due to "whitish mist". There was the start of a corneal burn. The case was completed. Additional information has been requested and received. This is one of six reports from this facility. Additional information provided indicated the company representative provided training for the staff on how to identify the beginnings of occlusion (before burning) and how to unblock handpieces.